Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the oxygen sensor cartridge did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine of the device, there was no pt involvement during this event.